Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue note: customer was using expired test strips. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. During the call on (B)(6) 2017, the customer reported having a headache and stated she did not know if it was related to her diabetes. The test strip lot manufacturer's expiration date is 03/28/2017 and open vial date was undisclosed; customer's test strips are expired. During the call, a back to back blood test was not performed by the customer. The product storage was undisclosed. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Customer has a headache at the time of call, but sates she does not know if it's related to her blood sugar because she's not getting a results. Customer expected range is 90-100mg/dl fasting. Customer was using expired test strips.